Event description:
It was reported this dialysis catheter was successfully placed in a patient weighing 400 pounds, for IV antibiotics. It was noted a few weeks post placement that thrombus had formed outside the catheter. The patient was treated with heparin and coumadin. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine if it met specifications. The company believes user technique during accessing and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.